Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) em2400 valve sets leaked from port 2 where smoflipid was mounted. The issue was identified during fluid delivery at the pharmacy. The leak was detected as the smoflipid was cloudy and it was visibly drawing into the valve sets when other ingredients were pumping. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between november 09, 2021 to november 10, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.